Event description:
The customer reported via phone call that they had a power error alarm on the insulin pump. Customer's blood glucose was between 16 mmol/l and 19 mmol/l. The customer stated the insulin pump passed a self-test and fixed prime test. The customer also reported blood in their cannula. It was also found the customer had a recurring battery issues with the insulin pump. The customer stated the insulin pump was functional at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.